Event description:
It was reported that the patient presented post implant procedure for follow-up. Upon device interrogation, there was i2p interruption while performing an atrial sense test. The programmer then froze and had to be restarted as a result. During this time the patient experienced bradycardia for longer than expected. After turning the programmer off and then back on the pacing base rates were successfully re-established. The patient was in stable condition.